Manufacturer narrative:
The customer's complaint of the autopulse platform (sn (B)(6) turned on momentarily, then shut off, failing to sustain being powered on, was confirmed based on the archive data review but not during the functional testing. During the testing, the autopulse platform powered on and stayed on until it automatically shuts off after 10 minutes per design. According to the archive data, there were several battery lost warning' messages on the reported event date, likely due to water ingress from spilled water, as reported by the customer. While the reported issue was not replicated during functional testing, an internal inspection uncovered significant water damage and rust, leading to a seized drivetrain. Consequently, upon startup, the autopulse platform failed functional testing due to fault 16 (timeout moving to take-up position). The integrated encoder gearbox was replaced to address the corrosive damage. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6) was successfully used to facilitate resuscitation. After completing resuscitative efforts, the platform was exposed to a small amount of spilled water while removing the platform for decon and storage. Upon pressing the power button, the autopulse platform turned on momentarily, then shut off, failing to sustain being powered on. No patient implications were appreciated.